Event description:
It was reported during routine office visit, that this implantable cardioverter defibrillator (ICD) device, and unknown right atrial (ra) lead, exhibited consistent high, out of range pacing impedance (greater than 3,000 ohms), inconsistent sensing values and loss of capture. X-ray imaging confirmed a fracture in the ra lead. At this time the physician will monitor the patient closely and reprogrammed the ICD in vvir. The patient is to return for a follow up appointment at the end of the year. Attempts to obtain the manufacturer or model/serial of the ra lead have been unsuccessful. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during routine office visit, that this implantable cardioverter defibrillator (ICD) device, and unknown right atrial (ra) lead, exhibited consistent high, out of range pacing impedance (greater than 3,000 ohms), inconsistent sensing values and loss of capture. X-ray imaging confirmed a fracture in the ra lead. At this time the physician will monitor the patient closely and reprogrammed the ICD in vvir. The patient is to return for a follow up appointment at the end of the year. Attempts to obtain the manufacturer or model/serial of the ra lead have been unsuccessful. The device remains implanted. No adverse patient effects were reported. This report is being submitted to update the date of implant of the device.